Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was further described as the patient's error. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis fluids. On the same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and routes of administrations not reported) for the event of peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Six days prior to the receipt of this report, the patient was discharged from the hospital and was considered recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.